Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this left ventricular (lv) lead felt something weird. It was noted that the lead captured the atrium while pacing. Boston scientific technical services (ts) advised that the lead had moved. The lead remains in service. No adverse patient effects were reported.